Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unable to be returned.

Event description:
Report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 that she was brushing her teeth with an oral-b professional care rechargeable toothbrush 4000 and all of a sudden, the oral-b power oral care refills crossaction started to move up and she could feel it getting looser. She stated that this was the second time that it had happened. The toothbrush was purchased on (B)(6) 2016 and this was not the first time the consumer had used these particular brush heads. No symptoms developed. Relevant history: none reported. No further information was provided.